Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2013, a 2.25 x 16 mm promus element plus stent was placed at 10 atm in the 90% stenosed, 12 mm in length, concentric, type a target lesion located in the non-tortuous, non-calcified, 2.25 mm in diameter and containing a lesion bend on 45 degrees bend distal left anterior descending (lad) artery. The residual stenosis rate was 0%, and the timi flow was 3. Two days later, the patient was discharged. In (B)(6) 2016, the patient died with an unknown cause.

Manufacturer narrative:
Brand name corrected from promus element everolimus-eluting coronary stent system to promus element plus everolimus-eluting platinum chromium coronary stent system (B)(4).

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2013, a 2.25 x 16 mm promus element plus stent was placed at 10 atm in the 90% stenosed, 12 mm in length, concentric, type a target lesion located in the non-tortuous, non-calcified, 2.25 mm in diameter and containing a lesion bend on 45 degrees bend distal left anterior descending (lad) artery. The residual stenosis rate was 0%, and the timi flow was 3. Two days later, the patient was discharged. In (B)(6) 2016, the patient died with an unknown cause.